Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (raised baseline) has been confirmed. As received, both the side-side and front-back signal channels were distorted. Upon evaluation, ECG electrode b was corroded. The root cause for the corrosion cannot be positively identified but is likely liquid ingress. In addition, ECG electrode a was producing low output. The cause of the low output is a defective component u1 inside the ECG. The root cause for the defective component could not be positively determined. Also, there was a short in one of the shielded wires in the cables connecting ECG a and ECG b. The root cause of the short could not be positively determined. No adverse event resulted from the distorted channels on the replacement belts. The patient received a fully functional replacement electrode belt.

Event description:
When a patient representative (psr) visited to exchange the equipment of a (B)(6) female patient, the psr reported a raised baseline on the side-side channel. The patient was issued a fully functional belt and monitor.